Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00681. Taxus express2 (B)(4) post market surveillance study. It was reported that following a coronary artery stenting treatment procedure the patient expired. The index procedure treated two target lesions. Target lesion one was a 3.5x14mm, 90% stenosis of the mid rca (right coronary artery). Target lesion one was treated with predilation using a 2.0x15mm balloon at 16atm and deployment of a 3.5x16mm taxus express2 stent at 18atm resulting in 0% residual stenosis. Target lesion two was a 2.5x14mm, 90% stenosis of the inferior septal artery. Target lesion two was treated with predilation using a 2.0x15mm balloon at 9atm, deployment of a 2.5x16mm taxus express2 stent at 18atm, and post dilation with the delivery balloon at 14atm resulting in 0% residual stenosis. The patient was discharged two days post procedure and was taking bayaspirin and plavix until the event. In (B)(6) 2010, the patient's family found the patient expired. A police autopsy was performed; however, "anatomy" was not performed and the cause of death is unknown.